Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital with hypoglycemia. Blood glucose (bg) values dropped to 52 mg/dl while wearing the pod. Symptoms reported include polydipsia, weakness, and sweating. For treatment, the patient was given intravenous (IV) line, but he was unsure of IV contents. The patient reported leaving ama (against medical advice) after 5 days. The patient reported while in the hospital his bg levels varied from 52-396 mg/dl. He reported attempting to activate 3 different pods while in the hospital and received communication errors that have been captured in related files. It is unclear if patient wore a pod the entire length of hospitalization.